Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose was still very high [blood glucose increased] novopen 4 was broken [device breakage] patient used novolin 30r, the doctor stated there was resistance [drug resistance] case description: this serious spontaneous case from china was reported by a consumer as "blood glucose was still very high(blood glucose increased)" with an unspecified onset date , "novopen 4 was broken(device breakage)" with an unspecified onset date , "patient used novolin 30r, the doctor stated there was resistance(drug resistance)" with an unspecified onset date and concerned a 76 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes", , novolin 30r penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (dose: 50 iu, qd (20 units in the morning and 30 units in the evening, used for more than ten years)) from unknown start date for "type 2 diabetes", patient's height: 165 cm. Patient's weight: 75 kg. Patient's bmi: 27.54820940. Dosage regimens: novopen 4: novolin 30r penfill: current condition: type 2 diabetes (diagnosed for more than forty years), diabetic foot, hypertension family history: family history of hypertension. Concomitant products included - glimepiride. On an unknown date novopen 4 was broken. The patient was hospitalized in (B)(6) 2025 (the exact date was not remembered) and was discharged on (B)(6) 2025. During the hospitalization, the doctor stated the novopen 4 was broken, so s/he was prescribed a new novopen 5 (the novopen 5 was used normally and the patient was not questioned). Before hospitalization, the patient used novolin 30r, but the blood glucose was still very high. On an unspecified date in (B)(6) 2025, patient was hospitalised. The doctor stated there was resistance and switched to humulin 25, 25 u per injection, twice a day. The patient also took glimepiride 25 mg. The blood glucose improved a lot. However, during hospitalization, blood glucose control was still poor. It was reported doctor did not provide proper treatment and reporter thought that doctor just wanted to raise the blood glucose and worsen the diabetic foot to facilitate amputation, so the patient was discharged after a few days on (B)(6) 2025 and then went to a nearby hospital for treatment. Batch numbers: novopen 4: cug1885 . Novolin 30r penfill: not available. Action taken to novopen 4 was not reported. Action taken to novolin 30r penfill was reported as product discontinued. Event abated after use stopped or dose reduced for novolin 30r doesn't apply the outcome for the event "blood glucose was still very high (blood glucose increased)" was not recovered. The outcome for the event "novopen 4 was broken (device breakage)" was not recovered. The outcome for the event "patient used novolin 30r, the doctor stated there was resistance (drug resistance)" was not reported. Reporter's causality (novopen 4) - blood glucose was still very high (blood glucose increased): unknown novopen 4 was broken (device breakage): unknown patient used novolin 30r, the doctor stated there was resistance (drug resistance): unknown company's causality (novopen 4) - blood glucose was still very high (blood glucose increased): possible novopen 4 was broken (device breakage): possible patient used novolin 30r, the doctor stated there was resistance (drug resistance): possible reporter's causality (novolin 30r penfill) - blood glucose was still very high (blood glucose increased): unknown novopen 4 was broken (device breakage): unknown patient used novolin 30r, the doctor stated there was resistance (drug resistance): unknown company's causality (novolin 30r penfill) - blood glucose was still very high (blood glucose increased): possible novopen 4 was broken (device breakage): possible patient used novolin 30r, the doctor stated there was resistance (drug resistance): possible event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No consent for safety follow up, hence no further information available. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes:

Event description:
Case description: investigation results name: novopen 4, batch number: cug1885 visual examination and functional testing were performed. Dirt on dose selector, piston washer, base bushing and surface of housing. Piston rod can move and retract smoothly. The dose selector can be setting dose and depress to the bottom smoothly. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, the observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. Name: novolin 30r penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No consent for safety follow up, hence no further information available. Since last submission case has been updated with the following information. Investigation results updated device tab: improper use or storage, device available for evaluation, returned to manufacturer on and is-non-reportable fields updated. EU/ca tab: final report check box ticked, expected date of follow up report was removed, further investigations comment removed, location of the device device addendum tab: annex b c d g codes updated. Narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: final manufacturer comment: 23-mar-2026: the novopen 4 device in question was returned to novo nordisk for assessment. During an initial inspection, dirt was identified on the dose selector, piston washer, base bushing, and housing surface. When fitted with a new cartridge and needle, the device operated as expected. Dose accuracy was confirmed using a random cartridge, with results aligning with the required specifications. The issue observed is not attributable to any novo nordisk procedures but stems from accidental damage sustained during use. It should be noted that further build-up of dust may result in the piston rod becoming blocked, which could lead to pen malfunction. In such circumstances, the use of a spare pen is advised; if one is not available, the patient could be at risk of hyperglycaemia. Current evidence indicates that the root cause of the reported hyperglycaemia is improper device handling. H3 continued: evaluation summary name: novopen 4, batch number: cug1885 visual examination and functional testing were performed. Dirt on dose selector, piston washer, base bushing and surface of housing. Piston rod can move and retract smoothly. The dose selector can be setting dose and depress to the bottom smoothly. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The result was within acceptable limits. Foreign dry matter observed on internal or external pen parts, the observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.